Event description:
The following has been reported: "customer reported keyboard is broken and I do believe it needs a 3 year pm as well." Reporting due to the referenced issues as a conservative measure. No adverse event reported. More information is needed to complete the investigation.